Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure for a 23mm sapien 3 ultra valve, during insertion of the commander delivery system, the system buckled and bent due to push force. The valve was right past the hub of the esheath and would not advance any further. The decision was made to remove the esheath, delivery system, and valve as a unit. Per request from the physician, a 16f esheath was used to ensure that the vessels were properly dilated and that there would be no issues with advancing a new delivery system and valve. A new unit was used and the valve was deployed with no issues. The patient did not make it through the procedure as the patient began to decompensate. The team was able to find that there was a dissection in the aorta, but there was nothing that could be done. The patient was (B)(6) years of age and did not want to undergo open surgery. The patient expired.

Manufacturer narrative:
Correction to h6 based on additional information received. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done, and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The following instructions for use (IFU) were reviewed: IFU for esheath introducer set, IFU for commander delivery system, device preparation training manual, and procedural training manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for inability to advance through esheath was unable to be confirmed due to the unavailability of the complaint device and/or applicable device imagery. No manufacturing non-conformances were identified during the evaluation. Reviews of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Per the complaint description, 'during a tf tavr procedure for a 23mm sapien 3 ultra valve, during insertion, the commander delivery system buckled and bent due to push force. The valve was right past the hub of the esheath and would not advance any further. The decision was made to remove the esheath, delivery system, and valve as a unit.' Because the valve stuck immediately distal to the sheath hub and could not be advanced further, it can be speculated that steep device insertion angle is a potential procedural factor contributing to the reported difficulty. The training manual states, 'push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.' Commander delivery system buckling can be an indicative of steep insertion angle. Inserting the devices at an angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to the reported resistance. These procedural factors, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, preventing further advancement. The complaint was unable to be confirmed. As no return device nor applicable imagery was provided, it cannot be determined if a manufacturing nonconformance contributed to the complaint event. Based on the available information, it appears that procedural factor (steep insertion) may have contributed to the reported event. No labeling/IFU deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. However, per management discretion, a product risk assessment (pra) was previously done by edwards lifesciences to document the assessment of the risks associated with high push force of the commander delivery system with s3u through the esheath. Additionally, a CAPA was initiated to investigate issues associated with insertion of the valve through the sheath using the s3u valve, commander delivery system, and esheath configuration.